Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-06066 for a description of the other device. It was reported to boston scientific corporation that two resolution clip devices were used during a hemostasis procedure performed on (B)(6) 2009. According to the complainant, the physician felt resistance when they tried to deploy the clip and the clip would not exit the sheath. The same thing happened with a second resolution clip device. As a result, they completed the procedure by using another resolution clip. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).